Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high pacing thresholds and intermittently high out-of-range shock impedance measurements going back several months prior to interrogation. The lead was tested several times in different configurations but impedance measurements remained within normal limits. Boston scientific technical services (ts) provided suggestions for assessment should the physician elect to perform further testing. No adverse patient effects were reported. This system remains in service and the patient will continue with routine follow-up.